Manufacturer narrative:
The insulin pump received with minor scratches on lcd window. Traces of corrosion was noted at electronic and motor assemblies per visual inspection.

Event description:
Customer reported that the insulin pump was submerged in water and was not working at all. He stated that he was in a river with the insulin pump because he thought that the insulin pump was waterproof. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.